Manufacturer narrative:
Findings: an alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with missing end cap sticker, broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.